Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This report is 2 of 2 allegations of "no readings", "sensor error" or "brief sensor issue" that had similar event details. Related records: (B)(4).

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a sensor error after which they experienced a hypoglycemic event. This report is 2 of 2 allegations of "no readings", "sensor error" or "brief sensor issue" that had similar event details. The day of the event, at night, the patient would have fallen ¿in coma¿. The dexcom device would not have been displaying readings at that time. The parent called their neighbor who called an ambulance. When the paramedics arrived, the patient was treated with glucagon and dextrose. The patient recovered at home, and did not go to the hospital. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a sensor error after which they experienced a hypoglycemic event. This report is 2 of 2 allegations of "no readings", "sensor error" or "brief sensor issue" that had similar event details. The day of the event, at night, the patient would have fallen ¿in coma¿. The dexcom device would not have been displaying readings at that time. The parent called their neighbor who called an ambulance. When the paramedics arrived, the patient was treated with glucagon and dextrose. The patient recovered at home and did not go to the hospital. At the time of the report the patient was stable. A review of performance data shows that the patient's urgent low alert, which is fixed at 55 mg/dl, had the audio set to match phone at the time of the incident. At 11:24 pm on (B)(6) 2025, the patient's estimated glucose values dropped below the urgent low alert threshold and the app delivered an urgent low alert at partial volume with an egv of 44 mg/dl. At 11:29 pm, the app delivered a second urgent low alert at partial volume with an egv of 43 mg/dl. At 11:34 pm, the app delivered a third urgent low alert, this time at full volume, with an egv of low (less than 40 mg/dl). The app continued to deliver urgent low alerts at full volume every five minutes until 5:49 am on (B)(6) 2025 (at which point the patient's egvs rose above the urgent low alert threshold and shortly afterward rose further into target range). However, during this time, the patient did experience four periods of signal loss -- the first lasted from 1:34 am to 1:39 am; the second lasted from 2:59 am to 3:04 am; the third lasted from 3:24 am to 3:34 am; and the fourth lasted from 3:44 am to 4:39 am. No brief sensor issue was observed at any point during this time, and though there was some brief sensor issue that occurred later that day, it was very short in duration (less than 30 minutes) and did not occur at nighttime as alleged by the patient. The reported complaint is undetermined and the root cause of the hypoglycemic event could not be determined. Although some signal loss was observed around the alleged time of the incident, the system had delivered audible urgent low alerts for an extended period of time prior to the first period of signal loss and continued to deliver audible alerts each time the signal returned. None of these alerts were acknowledged at any point. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction.

Manufacturer narrative:
B3 date of event - correction. B5 describe event or problem - correction. H2 correction/additional information. Concomitant medical products- additional.

Event description:
Subsequent to the supplemental MDR, a correction is required due to an updated event date. It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a sensor error after which they experienced a hypoglycemic event. This report is 2 of 2 allegations of "no readings", "sensor error" or "brief sensor issue" that had similar event details. The day of the event, at night, the patient would have fallen ¿in coma¿. The dexcom device would not have been displaying readings at that time. The parent called their neighbor who called an ambulance. When the paramedics arrived, the patient was treated with glucagon and dextrose. The patient recovered at home and did not go to the hospital. At the time of the report the patient was stable. A review of performance data shows that the patient's urgent low alert, which is fixed at 55 mg/dl, had the audio set to match phone at the time of the incident. At 11:24 pm on (B)(6) 2025, the patient's estimated glucose values dropped below the urgent low alert threshold and the app delivered an urgent low alert at partial volume with an egv of 44 mg/dl. At 11:29 pm, the app delivered a second urgent low alert at partial volume with an egv of 43 mg/dl. At 11:34 pm, the app delivered a third urgent low alert, this time at full volume, with an egv of low (less than 40 mg/dl). The app continued to deliver urgent low alerts at full volume every five minutes until 5:49 am on (B)(6) 2025 (at which point the patient's egvs rose above the urgent low alert threshold and shortly afterward rose further into target range). However, during this time, the patient did experience four periods of signal loss -- the first lasted from 1:34 am to 1:39 am; the second lasted from 2:59 am to 3:04 am; the third lasted from 3:24 am to 3:34 am; and the fourth lasted from 3:44 am to 4:39 am. No brief sensor issue was observed at any point during this time, and though there was some brief sensor issue that occurred later that day, it was very short in duration (less than 30 minutes) and did not occur at nighttime as alleged by the patient. The reported complaint is undetermined and the root cause of the hypoglycemic event could not be determined. Although some signal loss was observed around the alleged time of the incident, the system had delivered audible urgent low alerts for an extended period of time prior to the first period of signal loss, and continued to deliver audible alerts each time the signal returned. None of these alerts were acknowledged at any point. No additional patient or event information is available.